Manufacturer narrative:
(B)(4). The customer did not retain the lot number or the model of tube. The date of manufacture and the 510k cannot be determined.

Event description:
The customer reported the patient was extubated due difficulties in ventilation and suction whith an unspecified endotracheal tube. There was patient injury or harm reported. Additional information has been requested.